Event description:
A patient with an implantable pulse generator (ipg) system was reported as deceased. Information identified in the manufacture¿s data base indicated the patient died approximately one week post implant of the ipg. A cause of death was requested and reported as cardiopulmonary arrest with no secondary cause listed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01, implanted: (B)(6) 2013; product ID 4592-45, implanted: (B)(6) 2004. (B)(4).